Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-may-2019, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 30-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration and 5mg/ml morphine at 1.57mg/day via an implantable infusion pump for spinal pain. It was reported that the patient was experiencing decreased pain control. The patient reported that they were on a lesser dose in april and was having better pain control then than now. The patient reported that they were taken down to ".58" and there were at "1.2 dose per day." The patient reported that they did a flouroscope in june and noted that the catheter had moved. The catheter was at t9 and the catheter now is at t6-t7 based on an x-ray. The doctor did not believe that the catheter migration had any effect on the pain relief. No further complications were anticipated/reported .